Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose reported at 204 mg/dl after announcing a higher carbohydrate lunch as a typical meal and later recognized that the meal size was misjudged. Symptoms included a headache. Outcomes included self-resolution with blood glucose trending down from 204 mg/dl to 198 mg/dl without further intervention, alerts, or alarms, and no need for medical care. Investigation included customer care troubleshooting and education focused on correct meal announcements and portion estimation for the ilet system. Investigation of this case revealed user-related dosing inaccuracy due to incorrect meal size entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement.